Event description:
The baxter service technician reported the pump to have an 812:02 failure code during testing of the device. The hosptial representative stated they have no record to any patient incident involving the pump since the last baxter service event.